Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist sleeve of two (2) minicap extended life pd transfer sets. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted a separation between the twist clamp and main body. The reported condition was verified. The cause of the separation was broken occluder legs beneath the twist clamp. The direct cause of the broken occluder legs was undetermined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.